Event description:
A us distributor returned a monitor and reported a damaged monitor case.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (damaged case) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector guide pin was bent. The root cause for the damaged connector was excessive force. There was no adverse event that resulted from the damaged monitor.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged belt and adjust belt messages) was due to the electrode belt's knit lines being damaged, causing the trunk cable connector to not fit securely on the monitor. The electrode belt was unable to complete essential performance testing. The root cause for the damaged knit lines on the connector was unable to be identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged and experiencing adjust belt messages.